Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector found during test. The device was unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify the prime fill anomaly and rewind anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had prime rewind anomaly as well as the insulin pump stopped working. The blood glucose level was unknown. The customer reported that the insulin is squirting out during the manual prime process. Troubleshooting was performed for prime rewind. The pump being returned for analysis.